Manufacturer narrative:
An abbott field service engineer (fse) was dispatched to the account and found multiple instrument error codes, including 5404 (unload solenoid failed) and 1006 (unable to process test, background read failure) that may have contributed to the discrepant results. The analyzer tubing/sensor, temperature, wz (part number 08c94-87) found to be leaking was replaced. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a labeling review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate, including routine and as needed maintenance procedures, removal and replacement procedures of the tubing/sensor, troubleshooting of the analyzer fluidics subsystems, and probable causes and corrective actions for error codes 5404 and 1006 that include leaking parts or hardware failure. The issue was resolved through standard troubleshooting procedures. Service history review identified no contributing factors to the customer issue. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed multiple falsely positive troponin results while using the architect i2000sr analyzer. No specific data or values were provided. No impact to patient management was reported.